Event description:
Clinician narrative an impella cp was inserted via the left femoral artery in a 57-year-old male who presented for elective placement in the setting of severe mitral regurgitation and high-risk candidacy for mitral valve replacement or intervention. The patient was classified as scai stage d cardiogenic shock and required inotropes, vasopressors, and ventilatory support for respiratory failure at the time of mechanical circulatory support initiation. While supported with the impella cp, the patient developed hemolysis with associated laboratory abnormalities and progressive renal failure, including decreased urine output. The provider reported that device position was confirmed at insertion and remained appropriate by imaging during management. Support levels were described as high, and suction findings were noted in the setting of pump support. Due to ongoing hemolysis and worsening renal function, the decision was made to remove the impella cp and escalate support. The patient was bridged to an impella 5.5 for continued mechanical circulatory support. Following transition to the 5.5, no further complaints were reported. Hemolysis parameters improved, renal status stabilized, and the patient remained supported on the impella 5.5 at the time of reporting. Hemolysis and renal dysfunction are recognized complications in patients requiring high-level mechanical circulatory support, particularly in the setting of cardiogenic shock, vasopressor use, and critical illness. Large-bore femoral access and elevated pump support levels may contribute to shear-related hemolysis and end-organ hypoperfusion in severely compromised patients. Based on the information provided, the clinical course appears consistent with the patient¿s underlying hemodynamic instability and severity of illness. The patient survived and continues on 5.5 support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D1 (brand name) and d4 (serial) has been updated. D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. E1 (zip code & zip code extension) has been added as this was omitted from the initial mw submitted. G1 (manufacturer contact fax number ) has been added as this was omitted from the initial mw submitted. Hemolysis/mechanical interaction with blood: the cause of the mechanical interaction with blood was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Renal failure: the cause of the injury was not determined due to insufficient clinical details.